Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found one of the haptics broken. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault but the problem was not resolved.